Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was getting a message to clean the endoscope connection and had an error 48406. The customer tried another endoscope but issue persisted. The technical service engineer (tse) reviewed the system logs and confirmed the same errors when both endoscopes were connected to the vision side cart (vsc). The tse asked the customer to perform hard restart and check for debris in the endoscope controller (ec), but the issue remained same. The procedure was converted to another dv with no report of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the customer reported complaint. The unit was installed into the test system and it failed the video test. The image turned green and could not be calibrated. The light engine was determined to be the cause of the issue. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 48406 pointing to the ec. An event verification confirmed the procedure was performed on the reported event date. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer converted prior to start of the procedure after ports placement due to system errors. While there was no harm or injury to the patient, system unavailability after first port incision could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.